Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they received a compromised force sensor system alarm. The customer¿s blood glucose level was 140 mg/dl. The drive support cap was still intact. They were advised to disconnect from the insulin pump and revert to a back-up plan per health care professional¿s instructions. No further details were given. The device will not be returned for analysis.